Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during peritoneal dialysis therapy. The patient was connected at the time of the event. The caregiver (cg) stated that the machine was not giving any air alarms, but there was a fizzing sound in the machine in the filling cycle, after which they noticed air in the patient line. Renal therapy services (rts) reviewed the setup process together with the patient. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Rts discussed the use of continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.